Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient claims the stimulator was replaced. The caller indicated that they had a note that the replacement was due to end of life. The caller did not have any other information about the status of the implant.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that since ¿probably january¿ they have been getting the reposition antenna screen on their recharger when trying to connect with their implantable neurostimulator (ins). At the time of the call the patient performed antenna locate 3 times and was unable to get to the normal charging screen. The patient then stated that since shortly after implant (sometime in 2017) they have had ¿mega¿ problems putting their recharger antenna in the right location in order to charge the ins. They stated that they have to move the antenna around a lot, and they wonder if their ins has migrated. The patient was re-directed to follow-up with their healthcare provider. Additional information received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the patient had not charged the ins for at least 6 months due to other medical concerns. The rep attempted to interrogate the ins, but they were unable to. A trickle charge was started, but the patient was unable to remain in the office so he said he would complete this at home. The patient was asked to contact the rep after completing the trickle charge. Additional inf ormation received from a manufacturer representative (rep). It was reported that the patient did 4 sessions of the trickle charge and was unable to get the ¿normal¿ charging screen to begin recharging. The patient was going to discuss ins replacement with the hcp since the stimulator did relieve pain. No further complications were reported.